Event description:
During a scheduled inspection, the customer found that the hard paddles would not connect to the device. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the therapy cable and therapy connector part number information. Follow up with the customer confirmed that the facility biomed determined the cause for the issue to be a broken pin from the quik-combo therapy cable. Pin one broke and remained dislodged in the mating therapy connector to inhibit the paddles connection.the device therapy connector was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to service for use. The removed assembly was not returned to physio-control for analysis.